Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications. Refer to field for the results of the imaging evaluation. Per the gore® excluder ® aaa endoprosthesis instructions for use (IFU), the gore® excluder® aaa endoprosthesis is intended for the patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy with proximal aortic neck angulation <= 60°. Furthermore, the adverse events that may occur and / or require intervention include, but are not limited to occlusion of the endoprosthesis.

Event description:
On (B)(6) 2016, the patient was implanted with an aortic excluder aaa endoprosthesis (rlt311415/13977716) for treatment of the abdominal aortic aneurysm, together with an iliac extender endoprosthesis(pxc181000/13959861) as ipsilateral leg extender. Both devices were accessed to the target lesion from the right side. During the procedure the physician repositioned the proximal trunk endoprosthesis (rlt311415) to avoid covering the left renal artery. A minimal type ia endoleak was observed in the proximal end of the trunk endoprosthesis, during the post-deployment angiography, even after ballooning several times. A follow-up was planned to monitor the progress of endoleak. The follow-up CT on (B)(6) 2016, showed infolding of the proximal end of the trunk endoprosthesis and a thrombosis from the bifurcation of trunk endoprosthesis extending to the whole ipsilateral leg. No treatment was done for the thrombosis, since the patient refused treatment.